Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant of a leadless implantable pulse generator (ipg), the patient experienced cardiopulmonary arrest occurred due to pulmonary thrombus block due to deep vein thrombosis. The patients heart rate recovered due to to intubation and stern compression. A micro dislodgement of the device was also noted. Four days later, the patient's uric acid level was high during a contrast agent examination and afterwards, the patient developed acidosis and death was confirmed.